Manufacturer narrative:
The specific event date was not provided; therefore, the date 03/01/2023 was used as estimate. The lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Upon receipt of this implantable penile prosthesis (ipp) at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned momentary squeeze (ms) pump detected that the pump was collapsed/dimpled/flat. During functional testing, the ms pump did not pass activation tests 2 and 3. The pump krt was worn to the filament and had a fluid leak probably caused by a sharp instrument during the explant surgery. The ams700 ipp cylinders 1 and 2 were visually inspected and functionally tested. A leak was detected at the proximal end of cylinder 1, probably caused by a sharp instrument. Cylinder 2 had wear at a fold in the proximal end, and passed leakage test. A review of the device history record confirmed that the fiber met manufacturing specification prior to release. Based on the analysis results of the device, the reported event is confirmed.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited a leak and the pump would not refill. A surgical procedure to revise the device was scheduled. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited a leak and the pump do not refill. A revision surgery has been scheduled. No patient complications were reported.

Manufacturer narrative:
The specific event date was not provided; therefore, the date (B)(6) 2023 was used as estimate. The data was obtained through a review of the surgical history previously provided by the physician.